Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery was not working. The equipment was removed from service, and a replacement was sent. No reports of patient injury are associated with this event.